Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, serial/lot #: -, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the battery was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. A0902: applicable to the blank monitor. A110201: applicable to the system not being able to boot up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system monitor was blank after switching on the power button and the system was unable to boot up. Troubleshooting steps included checking and turning on the system, which it worked as intended. Low voltage was found in the complementary metal oxide semiconductor (cmos) battery. There was no patient involved.